Manufacturer narrative:
(B)(4). Date of event is an unknown date in 2020. Part: 424.591, lot: 1l37629, manufacturing site: (B)(4), release to warehouse date: september 04, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2020 due to a broken plate. A new locking compression plate (lcp) was implanted. Patient was originally treated with open reduction internal fixation (orif) for pathological femoral shaft fractures caused by femoral fibroproliferative syndrome on (B)(6) 2020. During the following-up visit in mid-september, it was noted that the plate was broken. Procedure was completed successfully. The patient was stable. This report is for a 4.5mm titanium (ti) narrow lcp plate. This is report 1 of 1 for (B)(4).